Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specifications with accurate readings.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 120 mg/dl, compared with the sensor glucose reading of 61 mg/dl. On another occasion, the blood glucose reading was 119 mg/dl, compared with the sensor glucose reading of 41 mg/dl. The customer also reported that the sensor only lasted about 21 hours. He was advised that the sensor be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.